Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated the procedure was more painful than expected, she stated she had elevated heart rate, panic attack and was admitted to the ER on thursday during the procedure. No further complications were reported at this time.